Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature study was conducted involving fifty eyes of forty patients underwent femtosecond laser-assisted cataract surgery (flacs) patient had experienced corneal grid pattern that resulted from sudden unexpected movement of the patient during lens fragmentation leads to failed lens fragmentation. Only one eye had incomplete capsulotomy that necessitated completion using with capsulorhexis forceps. Seven eyes had incomplete corneal incisions that were completed using a sharp keratome. Thirty-four eyes showed post docking showed conjunctival ecchymosis in the patient's unknown eyes and considered as a minor complication that necessitates only good patient education. Although miosis (pupil constriction =two micrometers comparing pupil size before and after femtosecond laser-assisted cataract surgery treatment was common in this study. This report pertains to the flacs group involved in the study. Mohamed, mohamed, ahmed, ahmed, khalid. Clinical and surgical outcomes of femtosecond. Clinical ophthalmology 2020:14-pg-383-389.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.